Manufacturer narrative:
Investigation results: the device was received for investigation and examined visually. The device was received without visual damages. One pin of the device became loose. The weld seam of the second pin is noticeable damaged. The device quality and manufacturing history records have been checked for the available lot number and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from this batch. In the light of the small amount of information available, it is not possible to determine a definitive root cause for the failure. A production error is rather unlikely due to the test plan. There is a possibility for an impact stress, during application/surgery which caused the pin loosening. A CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with product iq implant holding. It was reported that intraoperatively, a pin broke off on the impactor, possibly in situ. The patient harm is unknown, additional information has been requested but not yet received as of this report. Additional patient information is not available. The adverse event / malfunction is filed under (B)(4).